Manufacturer narrative:
The patient is a previous smoker. During the index procedure one resolute onyx des was implanted in the rca. The rca was the location that indicated mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the rca was treated. Cec assessed mi as non q wave mi (target vessel), mdt extended historical, peri-pci. Cec also assessed stent thrombosis as no event.